Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin squirted out during the manual prime. The drive support cap was noted to be sticking out. Customer did not press the drive support cap while being connected. Customer's blood glucose reading is unknown. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, cracked reservoir tube lip and missing end cap sticker. Prime alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.